Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ver2 meter was continuously displaying an error 4 message. This complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged issue has been intermittent for approximately 1 year prior to contacting lfs. During the follow-up call, the patient advised that she tests her blood glucose approximately 10 times per day and that her usual/expected results range from 110-130 mg/dl. The patient manages her diabetes with insulin (type and dose not reported; no adjustments) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient denied developing symptoms as a result of the alleged issue. The patient reported that she recently had surgery (details not provided) which resulted in her losing ¿judgement of her blood sugar¿ and due to this, on an unknown date/time, she injected an unspecified dose of glucagon. The patient reported that shortly after administering glucagon, her husband took her to hospital where she was treated with long acting insulin (lantus, dose not specified) and IV fluids by a health care professional (hcp) and where she received a laboratory test to monitor for ketones. The patient denied having her blood glucose tested on another device. During troubleshooting, the csr noted that at the time the alleged issue first began, the subject meter was being used for the first time. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The patient confirmed that the subject test strips completely drew the sample in. The csr walked her through a retest; however, the alleged issue remained unresolved. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly received treatment from a hcp after the alleged issue began. The subject meter could not be ruled out as a cause or contributor to the event.